Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05352. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a lsh on (B)(6) 2013. During the procedure the blade seized and stopped. A different device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual trigger involved in this event was returned for evaluation. The main housing was not returned. The device was visually and functionally evaluated. Upon evaluation, the trigger operated as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.